Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) had responded after the customer had reported that the station had frequently lost access to matrix drawer 1 after filling it, showing a "drawer not detected on bus" error. The back panel had been removed, and the cable connections had been inspected, which had revealed that the pyxis bus cable had been partially unplugged from the matrix controller board. The cable had been reseated, restoring service. The drawer had then been tested in the hardware test application and had functioned normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had locked unexpectedly and caused technical failure. Customer stated that procedural room could not be used due to lack of access to require medications, which impacted scheduling. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.